Event description:
The customer reported that 840 ventilator had a vent inop condition. There was no pt involvement. Covidien troubleshot this issue with the customer and suggested the breath delivery unit (bdu) printed circuit board (pcb) be replaced. The customer reported the ventilator will not be repaired at this time.

Manufacturer narrative:
Covidien reference # (B)(4).